Event description:
The stent buckled during the surgical procedure. The customer said that the stent is very flimsy. "As per cc form": the stent is plicatured and it was impossible to pass a wire guide they take another stent. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 25-jul-2025.

Manufacturer narrative:
Device evaluation: the device evaluation of zebd-7-7 of c2210909 lot number could not be completed as the device or photographic evidence was not returned for evaluation. Manufacturing records review: prior to distribution, all the devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for zebd-7-7 of c2210909 lot number did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: instructions for use (ifu0045), which accompanies this device, instructs the user: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". The precautions section of the instructions for use also states: " care must be exercised when straightening the pigtail curls in order to avoid kinking or breaking of the stent." There is no evidence to suggest that the customer did not follow the instructions for use. (Ifu0045). Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined. However, a possible cause may be kinking or buckling of the stent that occurred while it was being straightened, making it impossible to pass the wire through. Attempts to insert the wire guide may have further compromised the stent¿s structural integrity, ultimately resulting in buckling during the procedure and giving the impression that the stent was flimsy. Another possible cause of this complaint may be that the kink occurring during the handling of the device in preparation for its use. During deployment, if the stent does not provide expected resistance or feedback, it may be interpreted as lacking tactile feedback which user might have interpreted as flimsy. Confirmation of complaint the complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: confirmed quantity of (B)(4) device, confirmed used. A definitive root cause could not be determined. However, a possible cause may be kinking or buckling of the stent that occurred while it was being straightened, making it impossible to pass the wire through. Attempts to insert the wire guide may have further compromised the stent¿s structural integrity, ultimately resulting in buckling during the procedure and giving the impression that the stent was flimsy. Another possible cause of this complaint may be that the kink occurring during the handling of the device in preparation for its use. During deployment, if the stent does not provide expected resistance or feedback, it may be interpreted as lacking tactile feedback which user might have interpreted as flimsy. According to the initial reporter, no health consequences or impacts were reported. Another device was used to complete the procedure. Complaints of this nature will continue to be monitored for similar events.